Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device, however the issue could not be resolved. The implanted device remains. It is unknown if there are plans to reposition the device as of the date of this report, october 30, 2014.

Manufacturer narrative:
Per the clinic, revision surgery was performed on (B)(6) 2015, to reposition the internal magnet. The implanted device remains. The report is filed october 29th, 2015.